Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt a "pulsing" on the left side at base of their ribs. An in-clinic device check was performed where phrenic nerve stimulation was observed. The left ventricular (lv) lead was reprogrammed and remains in use. The patient is a participant in the (B)(6) registry. No further patient complications have been reported as a result of this event.